Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test. The customer states the pump had moisture damage. The customer states the pump was worn in the rain. The customer's blood glucose level was 126mg/dl. Troubleshoot was conducted and the device alarmed for failed battery test. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery alarm was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.